Manufacturer narrative:
Block h6: imdrf device code a04046 captures the reportable event of stent material deformation.

Event description:
It was reported to boston scientific corporation that a advanix pancreatic stent was to be implanted into the bile duct to treat an obstruction caused by stones during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2026. Prior to procedure and upon opening the device package, it was observed that there was a tear in the stent. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.